Manufacturer narrative:
(B)(6). The device was serviced on site by a field service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported common failure was determined to be an f-94 (configuration option settings checksum is not 0) alarm that was identified during functional testing. The cause of the condition was determined to be due to the device configuration needing to be reset. The device configuration was reset to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump alarmed with common failure. There was no patient involvement. No additional information is available.